Event description:
As reported: the epicardial lead with the adapter was not functioning and the physician opted to place a transvenous lead. No additional information was provided. This is a similar event as MDR 2183787-2018-00084.